Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: what is the surgeon¿s experience with the ace+7? Were there difficulties with the device intraoperatively during the initial procedure? Were there any issues with hemostasis during initial procedure? What power level setting was used during the initial procedure? Did the surgeon use the standard power button or advanced hemostasis button in the omentum during the initial procedure? Was it a named vessel in the omentum that was the source of the bleed? What was the size of the bleeding vessel in the re-operation? What was done to repair the bleed in the re-operation? An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.

Event description:
It was reported that forty eight hours post op to a sleeve gastrectomy the patient was re-operated on to repair a bleed in the omentum. The patient is doing fine now.

Manufacturer narrative:
(B)(4). Date sent: 6/1/2022 additional information was requested and the following was obtained: what is the surgeon¿s experience with the ace+7? Extensive has used in residency, fellowship and the last 4 years as an attending. Were there difficulties with the device intraoperatively during the initial procedure? No. Were there any issues with hemostasis during initial procedure? N/a. What power level setting was used during the initial procedure? N/a. Did the surgeon use the standard power button or advanced hemostasis button in the omentum during the initial procedure? N/a. Was it a named vessel in the omentum that was the source of the bleed? N/a. What was the size of the bleeding vessel in the re-operation? 1mm. What was done to repair the bleed in the re-operation? Used harmonic to cauterize the bleeding area, applied surgicel and tisseal.